Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was tested using the system, the unit displayed error c-82 and was followed by m-02-3 on start. In the logs, errors # 4-71 and m-02 were found. The unit was found to have a light scuffs on the front grey bezel, a dent on the power button and scratches and chip in paint on the covering/housing. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer observed error m-02 on the erbe when setting up for the case. Prior to calling, the customer rebooted the erbe 3 times; however, the issue persisted. The technical service engineer (tse) recommended the caller let the erbe warm up by leaving it powered on and then rebooting the erbe. If the error remains, the caller will check to see if one of the other da vinci system vision towers is available or use their stand alone energy unit. The procedure was completing as planned with no reported injury.